Event description:
It was reported that both leads were explanted approx. 54 months after implantation. The atrial lead showed oversensing.

Manufacturer narrative:
The linox smart and the safio lead were returned for analysis. Safio s 53. In the returned state, the lead had been cut through 10cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were thoroughly analyzed. The visual inspection found that the insulation of the lead body was frayed 36cm proximal of the tip electrode. This damage is with high probability the cause of the oversensing complained about. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing processes of both leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.